Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by a damaged cable assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.